Manufacturer narrative:
On 10/9/2020, it was noticed that the concomitant products were inadvertently omitted from field d11. Concomitant med products in the 3500a initial medwatch report. As such, the device have now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
Device evaluation details: the device was visually inspected and it was found in good conditions. The magnetic, temperature features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a female patient ((B)(6)) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported during an atrial fibrillation case, a pericardial effusion was noticed. Caller reported that the patient had a trace pericardial effusion before the procedure started. The physician believes the pericardial effusion grew throughout ablation. Caller reported that the physician also believes the pericardial effusion may have worsened when the st. Jude sl-0 sheath and wire were crossing the septum, and the sheath "deep dived" into the left superior vein, or due to heparinization during the ablation. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 475 cc of fluid was removed. The patient was reported to be in stable condition. The event occurred during use of biosense webster products. The patient had a known effusion prior to being brought to the procedure room. It grew over the length of the procedure. The opinion of the physician is that the cause of the event is procedure. The patient remained hemodynamically stable throughout the procedure, but due to the physician¿s lack of comfort with the growth of the effusion, he performed a peri-cardiocentesis. The patient had fully recovered. The patient required overnight observation. Transseptal puncture was performed brk-xs, (st. Jude medical). Ablation was performed prior to noticing the growing effusion (the event occurred during ablation phase). There was no evidence of steam pop. The irrigation flow settings were 2cc/min during mapping; with high-flow rate set to 15cc/min during ablation. There were no error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag were used for force visualization. The visitag settings were range 3mm for time 3sec, force of time (fot) of 25% @ 3g force. There was no additional filter used with the visitag. Tag index used for color options. Since ablation was performed prior to the event it is conservatively reported under the ablation catheter.